Event description:
As reported: "adaptis subject (B)(6) patient presented to clinic on (B)(6) 2022 (5 weeks and 5 days s/p left tar procedure), c/o plantar numbness and difficulty with toe flexion. Upon exam, the surgeon confirmed superficial and peroneal nerves are intact. Sural nerve is intact. The surgeon ordered an emg; (B)(6) 2022 emg report/clinical impression: patient has compressive neuropathy at left tarsal tunnel and fibular head, due to postop swelling, casting, and the boot. F/u pending. Update (B)(6) 2023: patient continues to have tibial nerve irritation. The surgeon does not believe this event is due to a traumatic tibial nerve laceration during tar procedure, but residual irritation from the nerve block or swelling."

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "adaptis subject (B)(6) patient presented to clinic on (B)(6) 2022 (5 weeks and 5 days s/p left tar procedure), c/o plantar numbness and difficulty with toe flexion. Upon exam, the surgeon confirmed superficial and peroneal nerves are intact. Sural nerve is intact. The surgeon ordered an emg; on (B)(6) 2022 emg report/clinical impression: patient has compressive neuropathy at left tarsal tunnel and fibular head, due to postop swelling, casting, and the boot. F/u pending. Update 07 mar 2023: patient continues to have tibial nerve irritation. The surgeon does not believe this event is due to a traumatic tibial nerve laceration during tar procedure, but residual irritation from the nerve block or swelling."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.